Manufacturer narrative:
H.6. Investigation summary: bd received 7 samples and 2 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for leakage was observed. Four of the customer samples were observed to have blood remnants inside the holder. The 3 unused customer samples were evaluated by functional leakage testing and the indicated failure mode for leakage with the incident lot was not observed. Additionally, 48 retention samples from bd inventory were evaluated by visual examination and another 12 by functional leakage testing and the issue of leakage was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode leakage. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that there was blood spillage/leaks from the bd vacutainer® luer-lok¿ access device holder with pre-attached multiple sample adapter. Verbatim: having an issue of blood spillage/leaks from the blue top will be visiting the account tomorrow for troubleshooting.